Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have scratch marks/abrasions to the conductor wire¿s insulation at the distal end. The conductor wire was not exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage were observed. The complaint regarding insulation damage was confirmed by failure analysis, however the conductor wire was not exposed, and no thermal damage was found. The common cause of this failure is attributed to a component failure.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy, the maryland bipolar forceps instrument had insulation damage. The procedure was completed with no reported injury. Multiple attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
It was reported that after a da vinci-assisted right hemicolectomy, the maryland bipolar forceps instrument had damaged insulation. Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A procedure log review confirmed that the hemicolectomy was performed on system sk1918 with the maryland bipolar forceps. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire insulation damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.